Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported high blood glucose (bg) after a site change, with small ketones noted. The cannula was bent, and bg rose to 480 mg/dl. User reverted to multiple daily injections (mdi) and later reconnected to the pump but experienced insulin leakage due to not changing cartridge and tubing. After replacing all supplies, bg improved to 270 mg/dl. By (B)(6) 2025, follow up with user indicated that bg has stabilized. Lowest blood glucose (bg) recorded was 270 mg/dl. Bg was corrected with juice. Symptoms included being tired and headaches. No prolonged out-of-range period, outside assistance, or medical intervention was required.